Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results of the er420 device found that it was received in good visual condition. In addition 1 malformed clip sideways fed and jammed in jaws was found. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. The jammed clip was removed and upon firing of the device, the remaining 17 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire the device and the clips loaded sideways and fired sideways. He took the clip applier out of the body and tried to fire a few more clips and they all fired the same way. There were no patient consequences. Case completed with another device of the same product code.